Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was reviewed at end of life (eol) and a high out of range shock lead impedance alert was found on the right ventricular (rv) lead. There were no daily measurements to review for other faults. The ICD and rv lead remain in service. No adverse patient effects were reported.